Manufacturer narrative:
Additional information was received that the patient's pain was not covered. It was noted that patient had very few contacts working due to incorrect fit of lead tails into the extensions. Device malfunction was suspected. The explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's pain was not covered. The physician had initially implanted competitor leads to the lead extensions and ipg. It was noted that patient had very few contacts working on the lead due to incorrect fit of competitor lead tails into the extensions. Device malfunction was suspected on the competitor leads. The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.